Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not recognizing when medications were loaded. A technical support specialist (tss) informed the customer that the virtual stock location configuration in pyxis es was causing unloads to not transfer back to paragon due to an interface table on the carefusion coordination engine (cce). Then the tss recommended removing the virtual stock location configuration in pyxis es if each device has its own floor stock location in paragon to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, had medication paragon not recognized in station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, had medication paragon not recognized in station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.